Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony toric intraocular lens (iol) was implanted in the patient's right eye (od). Post-implant the patient was myopic by 1.75d, with some residual cylinder, and the patient was very unhappy due to halos. The iol was subsequently explanted and replaced with a model diu225 lens. Patient chart noted that od vision is worse. Patient sees starbursts, especially when driving at night and oncoming traffic lights are very bright. Also noted was posterior capsule opacification (pco) in od, and a yttrium aluminum garnet (yag) procedure was done. There were no post-exchange adverse events or injuries reported. No other information provided.

Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not yet been received. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that one complaint which is coded for halo vision-transient and explant related to the codes for this investigation. However, the complaint product for this one complaint was not returned therefore, the complaint problem could not be confirmed and no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.